Manufacturer narrative:
No other adverse patient effects were reported. If additional information is received, a follow-up report will be submitted. Conclusions: no evaluation will be performed.

Event description:
A 3m received information from a distributor that a male patient sustained a burn of unknown size and severity during a shoulder procedure. Reportedly, the injury occurred under the plate (pad) on the patient's inside left thigh. The plate was reported as "3m universal brand", however, the catalog number is unknown. There is no information regarding treatment.